Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection reflin (1 gram, route, frequency, and duration not reported), injection tobramycin (40 mg, route, frequency, and duration not reported), and vancomycin (1 gram for five days, route and frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.